Event description:
It was reported that a smiths medical cadd solis vip pump exhibited a "cassette attached error". No patient harm has been reported as of this time.

Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 17-sep-2021. The event occurring during bench test. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, minor scratches on lcd lens screen. The customer stated problem was not duplicated. The error was found also in event history log. Dso (downstream occlusion sensor) was replaced for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.